Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and recommended that the customer replace the power management board . The customer replaced the power management board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that during the power fail alarm test, the device will not operate on ac power while the battery is connected. There was no patient involvement. The event date was not specified; estimate used.